Event description:
Additional information reported a 24 hour eeg was performed while the dbs was on and showed no interictal epileptic activity. There was no evidence of absences. From the end of 2012 on the patient reported the same intermittent transient 10 to 60 second episodes of absent behavior where they experienced word finding problems and could not establish contact with others surrounding them.

Manufacturer narrative:
Lead model 3391 lot # 0204530885 implanted (B)(6) 2011 explanted unk; extension model 7482 serial # (B)(4) implanted (B)(6) 2011 explanted unk; neurostimulator model 7428 serial # (B)(4) implanted (B)(6) 2011 explanted unk; lead model 3391 lot # 0204411838 implanted (B)(6) 2011 explanted unk; extension model 7482 serial # (B)(4) implanted (B)(4) 2011 explanted unk.

Event description:
Additional information received reported the patient was admitted to the hospital on (B)(6) 2011 and discharged (B)(6) 2011.

Event description:
It was reported that the patient experienced a short intermittent episode of dissociation, which included 15 seconds of having a "weird feeling" and feeling anxious. The patient also did not respond to questions. The event was considered device related and resulted in in-patient hospitalization. It was noted that the patient was reprogrammed on (B)(6) 2011. The patient recovered without sequela as of (B)(6) 2011.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).